Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that it was not possible to duplicate the issue. It was found that the high power cable was not connected all the way. The power supply was adjusted. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a cervical spine procedure. It was reported that intra-operatively, the site booted up the image acquisition system (ias) and it went through the initialization process, got to 2d mode and then went back and started initialization again. It continued to cycle in that manner. The site aborted use of the imaging and navigation systems and switched to a non-medtronic imaging system for the case. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.